Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked. The distal conductor of the lead became extrinsically distorted due to guidewire coating. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the competitor guidewire tip was found kinked inside the lead tip nose, and the hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire would not move freely in the attempted left ventricular (lv) lead and had become stuck. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire would not move freely in the attempted left ventricular (lv) lead and had become stuck. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.